Event description:
Customer reported pins 1,3 and 13 are blackened to greenish on accu-chek inform meter. No adverse event reported. Accu-chek customer care service center sent new meter to the customer and return requested.